Event description:
Two pso-pbt catheters were implanted in a patient on (B)(6) 2025. After insertion, the result was negative. The icp values were inconsistent with the patient's condition during clinical follow-up; the icp is not functioning. One catheter was retained for analysis.

Manufacturer narrative:
The return catheter is relatively clean (although implanted). Measurements taken on the return catheter show normal behavior, with no explanations for the questionable values observed during use; the catheter therefore appears to be compliant.

Event description:
Two pso-pbt catheters were implanted in a patient on friday, (B)(6) 2025. After insertion, the result was negative. The icp values were inconsistent with the patient's condition during clinical follow-up; the icp is not functioning. One catheter was retained for analysis.